Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on an unknown date, more than a year ago. The patient experienced persistent pain, and x-ray images taken showed screw failure. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity unknown). This is report 10 of 10 for (B)(4). This complaint has been updated with the 10 of 13 devices. Please see the linked complaint (B)(4) for the additional two devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: description of event or problem, explant date. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter name and address. Device evaluated by MFR, device manufacture date, adverse event problem: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported the screws securing a plate appeared deformed. The revision occurred on (B)(6) 2019 and was completed successfully. All hardware was removed. No surgical delay. Patient was listed as stable. It is unknown what the patient was revised to. Concomitant device reported: lcp plate (part # 226.631, lot # unknown, quantity unknown).